Event description:
It was reported that the zimmer electric dermatome had little or no power. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 08/25/2009 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed that the casing was removed from the power cord connector, exposing the wires. Additionally, the device did not operate and the leading edge of the head was worn. Prior to repair, the device was outside calibration specification at the zero and 0.0200" thickness setting on the left side. In post-repair, corrosion of the exterior motor casing was observed. Customer did not return a power supply with the device. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor, which damaged the interior of the motor over time. Therefore, lack of preventative maintenance by the customer likely caused damage to the motor over time, which most likely caused the customer's reported event. The cause of the corrosion was likely due to the entry to moisture within the handpiece. Improper handling related to cleaning or sterilization most likely allowed moisture to enter the handpiece. In addition, lack of preventative maintenance and improper handling likely caused the lack of calibration of the unit. The device and returned to the customer.